Event description:
A 26 mm diameter x 15 mm diameter x unk length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. The pt has a history of atherosclerotic coronary vascular disease, acute mi in 1975 and 1982 and non-insulin dependent diabetes, which makes pt a poor candidate for surgical open repair. It was reported that the pt has a short aortic neck. A follow-up CT scan and angiogram revealed that there was a type I endoleak present and the stent graft had migrated. In 03/2004, a talent aortic cuff was requested to seal the endoleak. No additional sequelae were reported and the pt's status is unk. The talent aortic cuff has not yet been implanted.